Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for low blood glucose. The customer's blood glucose was 1.8 mmol/l at the time of hospitalization. The customer was disconnected from the insulin pump at the time of their arrival to the hospital. It was found the customer was acting strange, prompting their wife to call the paramedics. Customer was unable to confirm if their drive support cap was damaged. The customer will continue with insulin pump therapy. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.